Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring approximately 0.020" x 0.077" was not returned. This failure is most commonly caused by mishandling/misuse. Additionally, the instrument was found to have blade damage. Mechanical damage was observed.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the white gasket of the harmonic ace almost fell. The instrument was replaced, but the white gasket on the second harmonic ace appeared to be shedding. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes.